Manufacturer narrative:
The investigation was just started. The results will be provided within a follow up report.

Event description:
It was reported that the ventilator failed while in use. No injury reported.

Manufacturer narrative:
The service engineer reviewed the logfile on-site and found the hpsv air to be faulty. The hpsv air was consequently replaced, the device was tested and all tests passed without deviation. The replaced part was requested for investigation but was not available for the investigation at the manufacturer site. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. In case an internal failure is detected, a visual and audible alarm will be posted. If the ventilator attempts to re-start in order to solve the problem, an audible alarm will be posted by the device. While re-starting, the emergency-breathing valve will open and allow the patient to breathe spontaneously. In the event of an unsuccessful re-start, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. Based on the information available it could be determined that a faulty hpsv air was the root cause for the reported event. The device detected a deviation and reacted as specified with audible and visual alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.